Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was implanted during cardiopulmonary resuscitation (CPR) as the patient suffered from episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The pump was initiated, and consistent suction was noted. The patient was transferred to a different medical facility to be placed on extracorporeal membrane oxygenation (ECMO). The device was explanted, and the procedural outcome is the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.